Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) mid-procedure something strange happened with universal surgical manipulator (usm) 1, the customer stated they had a fenestrated bipolar instrument on arm 1 with a bipolar energy cable attached to it. The attending surgeon was using it and moved the arm to where the energy cable got caught and forced control away from the surgeon which caused the instrument to advance into the patient. The customer stated they ended up having to cut the bipolar energy cord to get free but noted there were not alerts or errors. The customer stated no patient injury. The procedure was completed and with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic surgery program manager informed the instrument did not have an issue. The robot arm 1 was reported to isi technical support for investigation by a field service engineer. There was no injury to the patient. There was no spark or thermal damage reported.

Manufacturer narrative:
The reported event was addressed with phone support. The surgical staff cut the instrument bipolar energy cable and completed the case with no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
The probable root cause is attributed to improper cable management of the energy cables. This issue can be resolved by ensuring the energy cords don't get draped over the manipulators as outlined in the user manual.

Event description:
Refer to h11 for follow-up information.